Event description:
A stent procedure was initially performed without incident. Sometime post placement caudad migration was noted to have occurred. The stent was removed without incident utilizing a scope and grasping forceps. There were no pt complications involved. No further details are available with regards to the circumstances surrounding this event. The device has been destroyed by the user facility and will not be returned for eval. Without evaluating the device co cannot determine the exact cause for this event.